Manufacturer narrative:
On 1-nov-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. The photo analysis was also completed. It was reported that the patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Before the surgery, when flushing the sheath with normal saline, it was found that saline leaked out and the transparent irrigation tube between the hemostatic valve and three-way stopcock (which had broken off). A photograph was received that depicted this damage. The sheath was not used on the patient. A second sheath was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, side port tubbing was observed broken. The device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found broken and the luer valve was also observed separate from the hub component. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A device history record evaluation was performed for the finished device 60000158 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Before the surgery, when flushing the sheath with normal saline, it was found that saline leaked out and the transparent irrigation tube between the hemostatic valve and three-way stopcock (which had broken off). A photograph was received that depicted this damage. The sheath was not used on the patient. A second sheath was used to complete the operation. There was no adverse event reported on patient.